Event description:
Lapchole - "direct clip applier ca090 10mm (lot #: 1134532) is not crushing as it should. When the surgeon clipped the cystic artery, it didn't clip firmly and it became loose, and he applied a suture instead (pds 3-0), so for him it is not safe."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.